Event description:
It was reported that this (B)(6) patient had previously undergone a device implant procedure in (B)(6) during a vacation. Recently, the patient had presented to the hospital due to an inappropriate pacing rate from this device. The physician attempted to interrogate the device, but no magnet response was seen. It was alleged the device battery was prematurely depleted and the patient was hospitalized pending a device replacement procedure. However, despite the physician's recommendations, the patient did not want to be hospitalized and left the facility. It is unknown if the device will be explanted and which facility. At this time, the system remains implanted and no additional adverse effects were reported.